Event description:
It was reported that the pt had intermittent stimulation. The device was shutting off randomly during the sleep. The device also required frequent charging. The pt had fallen on the ipg eight times. The ipg was in the process of replacement. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.